Event description:
This report is being filed after subsequent review of the following journal article. Pak, c.h., md, lee, s.h., md, ha, s.h., md, and lee, g.c., md, and song, k.c., md (2013). The treatment of subtrochanteric fractures with proximal femoral nail antirotation. Journal of korean fracture society, 26(4), 284-291. Twenty five consecutive patients diagnosed with subtrochanteric femoral fractures underwent intramedullary fixation using depuy synthes proximal femoral nail antirotation and were followed-up after 12 months. Union was achieved in (B)(4) of (B)(4) cases over an average of 17 weeks. Complications included three cases of delayed union and two cases of nonunion. This report 1 of 1 for complaint (B)(4). This report is for an unknown nail. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pak, c.h., md, lee, s.h., md, ha, s.h., md, and lee, g.c., md, and song, k.c., md (2013). The treatment of subtrochanteric fractures with proximal femoral nail antirotation. Journal of korean fracture society, 26(4), 284-291. This report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.